Event description:
It was reported that during a pta treatment procedure, the proximal end of the kayak guidewire would not pass through the 19 gauge cordis needle. The kayak guidewire was removed and replaced with another kayak guidewire to successfully complete the procedure. No pt injuries or complications were reported. Same case as manufacturer's report # 6000130-2004-00176.